Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up # 1 date of submission 11/03/2016 device evaluation: the device has been returned and evaluated by product analysis on 10/06/2016 with the following findings: the black box data from the complaint date has been overwritten due to continued use of the pump. The current black box showed no evidence of short battery life. The pump¿s ¿ez-prime¿ steps were performed correctly and all the current draws were within specifications. A battery life issue was not duplicated during the investigation. The pump¿s case was removed and there was no evidence of moisture or loose components inside pump. The pump was able to power up with the returned battery cap. There was no blue line present on the "test" display screen after a test display was installed. During visual inspection of the pump, it was observed that there was a blue horizontal line present on the display screen once the pump powered up. The bolus button cover was damaged but the button was able still operable during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. There was no other physical damage found to the pump. (B)(4).